Event description:
It was reported that during da vinci-assisted surgical procedure, sp drape was crushing against each other during procedure. Especially drive 1/2 and 2/3 in camera above mode. Friction was high and heat occurred. Drape has being damaged in this area. Procedure was finished without delay and further issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.